Event description:
Patient's foot was inadvertently placed on an aqm 6.0 handpiece for an undisclosed amount of time resulting in a severe burn. The patient was transferred to the burn unit at (B)(6) and is awaiting skin graft procedures.

Manufacturer narrative:
(B)(6). Evaluation code (method): generator held in risk management and unavailable for return at this time. Evaluation code (result): generator held in risk management and unavailable for return at this time. Evaluation code (conclusion): generator held in risk management and unavailable for return at this time. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.